Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial flutter with rapid ventricular response. Approximately 10 days after the procedure was completed the patient presented to the emergency room. An ECG identified atrial flutter with the rapid ventricular response. The patient was admitted to the hospital and flecainide and amiodarone were administered. The patient was discharged from the hospital after five days and the complication is considered resolved.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial flutter with rapid ventricular response. Approximately 10 days after the procedure was completed the patient presented to the emergency room. An ECG identified atrial flutter with the rapid ventricular response. The patient was admitted to the hospital and flecainide and amiodarone were administered. The patient was discharged from the hospital after five days and the complication is considered resolved. An ECG was done as a diagnostic test. Admission date: (B)(6) 2025 and discharge date: (B)(6) 2025. The issue is reported as resolved. No device malfunction reported. Per additional information, pt presented with atrial flutter with variable block with rates 120-130s.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced atrial flutter with rapid ventricular response. Approximately 10 days after the procedure was completed the patient presented to the emergency room. An ECG identified atrial flutter with the rapid ventricular response. The patient was admitted to the hospital and flecainide and amiodarone were administered. The patient was discharged from the hospital after five days and the complication is considered resolved.